Event description:
The customer stated that he was treated by paramedics for a blood glucose reading of 21 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The prime and high pressure tests passed. Prior to the event, the customer took several boluses to treat a high blood glucose reading, possibly causing the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.